Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test due to loose /protruded drive support disk. The unit was unable to verify compromised force sensor alarms due to motor error alarms. The insulin pump was received with minor scratched lcd window, scratched reservoir tube window, cracked belt clip slot, battery tube threads and reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system. Insulin squirted out during the manual prime process. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.